Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that since having the implant changed out on (B)(6) 2024 they haven't been able to communicate with their ins, and says they are in pain because they can't connect. During the call they did a reset on communicator and were then able to connect to ins. Pt says they now feel stimulation down their arms and must have turned stimulation on themselves. They said they are on group a and can feel the stimulation so they are going to try this setting. The troubleshooting steps that were taken on the call resolved the issues.